Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was 7.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm however notable to complete pump rewind. Customer also stated that insulin pump had replace battery now alarm. Customer stated insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm or battery longevity noted during testing. Insulin pump was received with pump error due to connector resistance issue.